Event description:
Customer reportedly obtained results of 306 mg/dl, 117 mg/dl, and 197 mg/dl on the aviva system within 10 minutes. Customer took 4 units humalog in response to the 197 mg/dl result. No adverse event reported. Requested return of suspect device, however caller states strips are unavailable for return. Replacement sent.